Event description:
It was reported that the display screen went black, buttons are not responding and no alarms are warning customer. The blood glucose reading is 150 mg/dl. All five buttons are unresponsive. The insulin pump was exposed to ocean water. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage to keypad trace. Scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and protruded/loose support disk.